Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure performed on (B)(6) 2019. According to the complainant, during the diagnostic mode for hysteroscopy, the physician looked through the cervix and noticed a perforation from another direction. It was not known if the scope or the dilator had caused the perforation. There was no intervention done to treat the perforation and it was left to heal by itself. The physician decided to abort the procedure. The patient was reportedly fine after the procedure.